Event description:
Procedure type: esophagus. According to the reporter: an idrive was used in performing an triangular anastomosis. The instrument could not be fired at all. The procedure was completed with a new handle and a new cartridge. Operating time was not extended beyond 30 minutes. There was no additional tissue resection. There was no tissue damage. Nothing fell into the patient cavity. There was no bleeding. The last known patient status is good condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)